Manufacturer narrative:
H4: the lot was manufactured between june 19, 2023 ¿ june 22, 2023. H11: one (1) device was received for evaluation. During visual inspection, the clamp on the tubing line was not closed. Additionally, the blue winged luer cap was not securely tightened as the cap thread was visible. Functional leak testing was performed by filling the bladder with green color water to the nominal volume. After fill, a leak was observed at the blue winged luer cap because the clamp was not closed on the tubing line and the cap was not securely tightened. However, when the clamp was closed on the tubing line and the blue winged luer cap was also securely tightened by manually rotating the cap until the cap could not be rotated further, the leak stopped. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. The remaining two (2) devices were not returned for evaluation. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates were leaking from an unspecified location. These were observed after the compounding process, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.